Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to a fall in (B)(4). Customer had low blood glucose reading and fell face first. The hospital had taken his insulin pump and shut it down. Nothing further reported.